Event description:
The customer stated that he performed a control test and received a result of 210 mg/dl. While troubleshooting, he performed 2 more control tests and received results of 182 and 192 mg/dl. The normal control range is 90-120 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.